Manufacturer narrative:
Additional information: the reason for the patient's initial hospitalization was for suspected gi bleeding. There was no relevant past medical history although it was mentioned that the patient has had ongoing issues with gi bleeding. No dates and treatments could be provided and it was also unknown what treatments were received for the hospitalization. The current status of the patient at the time the additional information was reported was the patient was stable on a normal word. It was also further reported that the patient was on mechanical rvad approximately 10 days after implant date, or (B)(6) 2013. No additional information could be provided. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The heartware instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was hospitalized due to suspected gi bleed. The patient presented with melena. The event was last reported to be ongoing. No further information has been provided.

Manufacturer narrative:
The pump remains implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.